Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected low voltage advisory/hazard alarm was confirmed with the returned system controller. The log file captured intermittent low voltage advisory/hazard alarm events. The voltage data values, prior to and post the alarm event, were fluctuating to quickly to indicate depleting 14v batteries. The system operated within the set speed limit value (5,700 rpm) and low speed limit value (5,500 rpm) for all events. Electrical measurements of the underlying wires within both power cables revealed conductor breakdown. Both power cables were delayered for visual inspection. Visual inspection of the underlying wires was uniformly spiraled and appeared intact in both power cables. This suggests the conductor breakdown damage appears to be related to the repetitive flexing of the power cables during use. The increase resistance across the length of the wires has the potential to affect voltage values and result in premature alarms. The finding is consistent with the log file. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller was shipped to the customer on 04feb2019. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had low voltage alarms in their alarm history. The event log also captured some low voltage advisory and hazard events while using battery power on (B)(6) 2022. Some odd voltages were noted on the black power lead. The site reported that there was no visible damage to the black lead. The patient reported additional low voltage alarms with a clip exchange not resolving them. The alarms reportedly resolved once the controller was exchanged.